Event description:
It was reported that the patient experienced swelling at the ipg pocket site and difficulty aligning the charger to the ipg. It was also noted that the ipg had tilted. The patient underwent a revision procedure wherein the ipg was repositioned.

Event description:
It was reported that the patient experienced swelling at the ipg pocket site and difficulty aligning the charger to the ipg. It was also noted that the ipg has tilted. The patient underwent a revision procedure wherein the ipg was repositioned. Additional information was received that the patient was doing well postoperatively. Nothing was added or removed during the revision procedure.